Event description:
Event was reported to caldera medical by an atty. The patient has suffered chronic vaginal pain, recurrence of stress urinary incontinence, painful sexual intercourse, infections, and mesh erosion. No further info has been provided.